Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "reusable fiber optic handle and reusable emerald laryngoscope blade are "stuck" in the locked/engaged position". Alleged malfunction reported as occurring during use. Customer reports no injury or consequence to the patient. Patient condition reported as "fine'. No report of user harm. (Emerald laryngoscope blade device captured in companion report.)

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam and functional testing were performed and there were no issues found. The device was found to be within specification and functioned properly. A device history record (DHR) was performed on the lot number of the sample received (170401) and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "reusable fiber optic handle and reusable emerald laryngoscope blade are "stuck" in the locked/engaged position". Alleged malfunction reported as occurring during use. Customer reports no injury or consequence to the patient. Patient condition reported as "fine'. No report of user harm. (Emerald larygoscope blade device captured in companion report.)